Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system would not boot to completion. The fse initiated troubleshooting to resolve the issue and confirmed that the m rack ups is shorted. The fse observed that the geo was not up and no power to mdy. Fse replaced the direct current board in power distribution unit (pdu) but still no 24 volts to mdy. Fse observed that there was problem with the power supplies of the fan tray assembly in the m cabinet. Fse replaced the fan tray assembly. Review of log files stated that the system reports the failures. After replacement, the system was performing as intended and was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It has been reported to philips that the system would not power on. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the power supplies of the fan tray assembly in the m- cabinet. The fse replaced the fan tray assembly and returned the system to use in good working order. Philips has continue to investigate of the complaint. A follow up report will be submitted when further information is received.